Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Review of the most recent repair record determined the calibration was out of specification and the test cut failed. The ratchet gear, side plates, handle, roller, and cutter were replaced and the ratchet was oiled which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. Per the IFU, the device, should be returned every 12 months for inspection and preventative maintenance.

Event description:
The blade roller is not sharp, found the issue before surgery case. Investigation showed the mesher did not pass the mesh test. No adverse event was reported as a result of this malfunction.